Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing was occluded.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing occlusion could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. The ballooning observed by the customer in the pump segment is a normal response by the tubing during an infusion and an occlusion buildup. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.